Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1es17, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1es17, ubd: 14-feb-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient felt extremely nervous about the weakened effect. The physician commented that it seemed that there was an effect, but the effect was not what the patient expected. It seemed that the patient was considering a change to stoma at this point. In the first half of 2017, according to the request of the patient with the implanted system, removal of the ins and the lead was performed under local anesthesia on (B)(6) 2018. The ins was cut and removed, but after pulling and stretching the lead from the site where the introducer was inserted, the lead could not be removed due to resistance. While removing the lead by a surgical knife, the physician used the surgical knife to drill toward the sacral foramen and the surgical knife was in touch with the sacrum, but the lead could not be removed. The fluoroscopy image during the procedure was obtained and sent urgently. Although the quality of the image was not good, judging from the part of the image that could be observed so far, the depth of the lead looked appropriate, and it was presumed that not all but the tine was located in the upper part of the sacral hole. The patient complained of pain in the thigh when the lead was pulled. It was considered that the patient's complaint of pain in the thigh was attributed to the load applied to the sciatic nerve. Because the patient had a strong feeling of pain, the procedure was suspended temporarily, and the wound was closed without removing the lead. The physician pointed out that it would be dangerous to pull out the lead even if the procedure was performed under general anesthesia in this situation. Consultation between the physician and manufacturer representative was done trying to figure out how to resolve this event. Actions such as deep tissue massage could be tried as tips, but there were no other good method of removal. Because the patient also had a pain in the foot, leaving the lead inside the patient¿s body without performing a procedure or making an attempt to explant the lead by opening the incision properly under general anesthesia (there was a possibility of remained cut part) was suggested as a medical judgment. The suggestion to address the issue was good. Additionally, if explanting the lead was chosen, adding the possibility of injuring the nerve by forcibly explanting the lead to the decision information was advised because the patient had complained of pain when the lead was pulled in the previous procedure. Because the lead was implanted in the patient¿s body over one year, it was considered that the lead might be adhered to the tissue. On (B)(6) 2018 the removal procedure was performed under lumbar anesthesia according to the physician¿s judgment. Although the lead was explanted, difficulties were encountered in the removal procedure. At the time of the first removal attempt procedure, the stump of the lead was cut short and implanted in the vicinity of the lead insertion site. Additionally, for about 5 cm part which was from the stump part to the vicinity of the lead insertion site, only the lead conductor inside the insulation was fractured and came off, and only the insulation was taken out of the body. After that under the fluoroscope, drilling was proceeded while detaching the periphery of the lead. However, when three tines could be observed, the lead stump part was torn accidentally. After that, although the fourth tine was detached, the lead electrode part was adhered to the tissue. Drilling was advanced to half of the sacral foramen, and eventually the lead was explanted. The procedure was completed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the healthcare professional (hcp) experienced difficulty in removing a lead. It was further reported that when the hcp started to remove the implantable neurostimulator (ins) and the lead under local anesthesia that ¿he couldn¿t remove¿ the lead. The hcp tried to separate the lead from the tissue adhesion up to the sacral bone area and to remove the lead strongly, but the patient ¿felt a strong pain¿ and it was decided to halt removal at that time. The lead was left in the patient at the conclusion of first the procedure. Please note the above information was previously reported through regulatory report #3007566237-2018-02666. This information was identified as pertaining to the same event as reported in this report. The information included in that regulatory report has been included here for event completeness. Any further information received regarding the event will be reported through this regulatory report number. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the issue was resolved and the cause of the weakened effect was undetermined. There were no further complications reported or anticipated.